Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that an insulin flow block alarm occurred in the tubing and insulin did not exit. No further information available.